Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: prior to case, staff said there was an e-5 error code (handpiece has reached end of life) displayed on the screen with a device connected. Staff tried using two other devices. However, the screen was still displaying the e-5 error code. All devices used in the case were brand new out of the package. The generator was then brought to biomed and the issue was confirmed, two devices were tried and the same error code recurred investigation conclusion: the reported issue was confirmed. The information obtained via the eeprom verification reader confirmed the devices had been time-stamped with an eeprom and were successfully activated prior to this complaint investigation. The generator produced an e5 error code because the devices had reached their end of life, therefore the error code was issued and rf energy delivery was suspended as the system is intended to function. Additionally, it was found that both devices had damage to the electrode tip insulation, although the exact cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: it was found that two plasmablade devices had damage to the electrode tip insulation, although the exact cause could not be determined. Failure found during analysis; therefore, patient information is not applicable.